Event description:
It was reported that the right ventricular (rv) lead fractured. The lead was removed and a new rv lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6944-58, lead, implanted: (B)(6) 2003; 5076-45, lead, implanted (B)(6) 2003. (B)(4).